Event description:
The hcp reported the pt was experiencing severe nausea and vomiting. The hcp decreased the dose of intrathecal medication and treated the pt with intravenous antiemetics, intravenous fluids, and rectal compazine. The pt is reported to have recovered without sequela. The hcp changed the medication from morphine to fentanyl.